Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and cardiac arrest. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient is in the hospital due to cardiac arrest. The patient was reported by the wife, to not be wearing a pod in the hospital. The wife called, because she wanted to know how to stop the omnipod personal diabetes manager (pdm) from alarming. The wife stated she was not sure if the cardiac arrest was related to the product and the wife did not specify if the patient was wearing a pod prior to the hospitalization. The wife did not report any treatment information. No further details.